Event description:
Small hole found in tunneled dialysis catheter when came in for hemodialysis treatment. Esrd catheter has a pinhole in it. Needs exchanged so pt can dialyze. This catheter had been placed on (B)(6) 2016. Used for hemodialysis 3x week between implantation date and time of removal. Dates of use: (B)(6) 2016 - (B)(6) 2017.